Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc) and a fracture. Additionally, the patient experienced a heart attack and inadequate stimulation. The rv lead was surgically abandoned but remains implanted. This record involves a non-(B)(6) (5076/(B)(6)) product allegation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).